Event description:
A surgeon reports a pt had an unexpected postoperative refraction following intraocular lens implant surgery. Following this event, the surgeon began using an adjusted a-constant resulting in more desirable outcomes.